Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for pi events and lvad speed drops. Technical service reviewed the file and identified a loss of mpu power occurrence. The log file contained approximately 7 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. There was one loss of external power event. The event lasted (at most) 69 minutes. The mpu was the power source before and after the event was resolved. The controller operated on backup battery power during the event. No product was returned for evaluation. The reason for the other loss of external power could not be specifically determined from the log file. Multiple requests for additional event information were sent; the customer did not provide additional information regarding the loss of power event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
UDI will be provided in a follow up report. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has several pi events noted and a few with speed drops to 9200 from his baseline of 9400. The log captured transient power and flow elevations. These power and flow elevations were associated with the pi events. The log also captured a low voltage hazard alarm/no external power on (B)(6) 2019 when the mpu (mobile power unit) lost power connections causing the controller to switch to the emergency backup battery. The patient may have felt the drop in speed when the controller entered the power saver mode. The event resolved quickly following the reconnection of the mpu to a power source. Otherwise, there were no unusual events seen within the log file. The vad was functioning as intended.